Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had right eye surgery on (B)(6) 2017 and presented on (B)(6) 2017 with persistent discomfort and blurry vision in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and commented to surgeon that he was "still able to feel the blade used on my eye". Patient reported symptoms are not interfering with daily activities. Account said treatment plan in place as (B)(6) 2018.